Event description:
Device malfunction: suture and knot pulled through tissue tract. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using the proglide device after an unspecified procedure. While harvesting the suture, the suture and the knot came out from the tissue tract. The physician harvested the suture and the knot came out with the suture from the suture tract. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found both cuffs were still attached to the link and their respective needle tips. There was monofilament suture returned loose, and there was no knot formed. No mfg issues were detected. We are unable to establish a root cause as there were no abnormal observations with the condition of the returned device that could have contributed to the reported incident. A review of the device history record for this lot did not produce any findings relevant to this investigation.